Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusions and air in line alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The nuisance upstream occlusion alarms were verified. The cause was determined during a visual inspection to be a failed ultrasonic sensor with cracks in the tail pins on the sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The air in line alarms were verified. The cause was determined during a visual inspection to be a failed ultrasonic sensor with cracks in the tail pins on the sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.